Manufacturer narrative:
Concomitant medical products: product ID: 3057, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the patient had pain in her back when turning up stimulation. The patient stated the manufacture representative (rep) tried to change her sides and there was no stimulation effect, so the patient switched back to the original side as the patient stated the rep felt the leads were dislodged. The patient noted they did some feel some stimulation currently. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the manufacturer representative (rep) switched sides to resolve the dislodged leads and no stimulation effect; the issue was reported to be resolved. The ens serial number and the lead lot numbers were unknown, the patient's date of birth, and the cause of the dislodged lead and no stimulation effect were also unknown.